Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred and a cause was not known. Blood glucose (bg) ranged from 300-330 mg/dl. On the day of the report, the bg was 330 mg/dl and the customer thought that the insulin was taking "a while to work". The infusion set tubing and cannula were changed. A pump system check was performed and the boluses were found to be suspended due to occlusion alarms that had occurred. A new cartridge was loaded and no issues were identified.